Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly tortuous, arteriovenous fistula in the left cephalic arch that is severely stenosed. Resistance was noted during advancement of the 10x40mm armada 35 due to anatomy. During the first inflation at 12 atmospheres the balloon ruptured and separated. The separated portion was retrieved via snare. A non-abbott device was used to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported difficulty advancing the device, separation and unexpected medical intervention appear to be related to operational context; however, a conclusive cause for the reported balloon rupture could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.